Manufacturer narrative:
Procedure was completed successfully with a second implant. Patient is doing well.

Event description:
Rep reported that the bear implant hydrated quickly'(< 15 seconds) and fell apart in dr's hands prior to insertion into the knee. Rep stated that dr was manipulating the blood into the implant aggressively because the implant took quite a long time to hydrate in a previous case. A second device from the same lot was opened and it hydrated adequately and was implanted.